Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ('abdominal pain/ pain worsen') in a 42-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "scars of section which has been done earlier caused some trouble during insertion". The patient's medical history included c-section. Concurrent conditions included hyperthyroidism. Concomitant products included iodine for hyperthyroidism. In 2015, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), pelvic pain ("pain in pelvic area"), abdominal distension ("swelling of abdomen / swollen stomach"), nausea ("nausea"), pyrexia ("fever"), swelling face ("swelling of face"), eye swelling ("swelling of eyes"), ocular hyperaemia ("redness of eyes"), erythema ("redness of face"), micturition urgency ("continuous need to go to a toilet"), tremor ("tremor attacks"), blood pressure fluctuation ("change of blood pressure") and procedural pain ("painful insertion / pain right after insertion"). The patient was treated with analgesics and surgery (essure removal). Essure was removed in (B)(6) 2017. At the time of the report, the abdominal pain, pelvic pain, abdominal distension, nausea, pyrexia, swelling face, eye swelling, ocular hyperaemia, erythema, micturition urgency, tremor, blood pressure fluctuation and procedural pain had resolved. The reporter provided no causality assessment for abdominal distension, abdominal pain, blood pressure fluctuation, erythema, eye swelling, micturition urgency, nausea, ocular hyperaemia, pelvic pain, procedural pain, pyrexia, swelling face and tremor with essure. The reporter commented: painkillers she got from occupational health did not help enough pain in hip area. Pain worsen and started to wake her up at nights. Her symptoms ended totally after operation. Diagnostic results (normal ranges are provided in parenthesis if available): allergy test - on an unknown date: allergies were examined and everything was ok. Investigation - on an unknown date: digestive examination was performed but nothing wrong found. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect of device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported. A batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 9-oct-2019: english translation received. The patient has hyperthyroidism and she had pain in pelvic area. The event pain in hip area changed to pain in pelvic area. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We have conducted a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ('abdominal pain/ pain worsen') in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "scars of section which has been done earlier caused some trouble during insertion". The patient's medical history included c-section. Concurrent conditions included hyperthyroidism. Concomitant products included iodine for hyperthyroidism. In 2015, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), abdominal distension ("swelling of abdomen / swollen stomach"), nausea ("nausea"), pyrexia ("fever"), swelling face ("swelling of face"), eye swelling ("swelling of eyes"), ocular hyperaemia ("redness of eyes"), erythema ("redness of face"), micturition urgency ("continuous need to go to a toilet"), tremor ("tremor attacks"), blood pressure fluctuation ("change of blood pressure"), arthralgia ("pain in hip area") and procedural pain ("painful insertion / pain right after insertion"). The patient was treated with analgesics and surgery (essure removal). Essure was removed in (B)(6) 2017. At the time of the report, the abdominal pain, abdominal distension, nausea, pyrexia, swelling face, eye swelling, ocular hyperaemia, erythema, micturition urgency, tremor, blood pressure fluctuation, arthralgia and procedural pain had resolved. The reporter provided no causality assessment for abdominal distension, abdominal pain, arthralgia, blood pressure fluctuation, erythema, eye swelling, micturition urgency, nausea, ocular hyperaemia, procedural pain, pyrexia, swelling face and tremor with essure. The reporter commented: painkillers she got from occupational health did not help enough pain in hip area. Pain worsen and started to wake her up at nights. Her symptoms ended totally after operation. Diagnostic results (normal ranges are provided in parenthesis if available): allergy test on an unknown date: allergies were examined and everything was ok. Investigation on an unknown date: digestive examination was performed but nothing wrong found. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect of device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported. A batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on (B)(6) 2019: essure was inserted in 2015 and removed in (B)(6) 2017 (case thus upgraded to incident); new events abdominal pain, continuous need to go to a toilet, tremor attacks, change of blood pressure, pain in hip area, swelling of face, swelling of eyes, redness of face and redness of eyes added. Painkillers she got from occupational health did not helped enough pain in hip area. Pain worsen and started to wake her up at nights. Her symptoms ended totally after operation. New lab data added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.